Manufacturer narrative:
For regularization - retrospective review / FDA request. This incident occurred in (B)(6). A declaration had been formalized with (B)(6) on february 2017. Presence of a bone callus at the entrance of the tunnel due to the resorption of the screw. Phone call on jan. 31, 2017 to the surgeon who removed some remaining fragments and bone debris by light curettage without damaging the ligamentoplasty, sending fragments for analysis by scintigraphy: absence of septic argument and granuloma. Following the information provided by the physician, the device is not challenged to date. No corrective action implemented.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. The clinic (B)(6) asked us for a screw explantation kit for ligafix because of a cyst formation on a patient operated in (B)(6) 2013 in another clinic.